Manufacturer narrative:
The device was returned for evaluation due to arrhythmia during procedure. Final analysis found no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient had gone into atrial fibrillation. The patient required external defibrillation which was unsuccessful in converting the patient. It was elected to abandon the procedure until the patient returned to sinus. The lp was ultimately successfully implanted. The patient was stable.